Manufacturer narrative:
A complete and thorough test and evaluation was conducted of this unit in as received condition and could not duplicate reported problem. Unit meets factory specifications.

Event description:
Distributor reported that digital ultra is making patients sick.